Event description:
Customer reported that during a pt treatment they noticed the treatment data (mu's, delivery time) was not present on the operator station display. The user then stopped the procedure 65 seconds into the treatment which was scheduled for 233 seconds. The user then immediately contacted tomotherapy as instructed in "urgent medical device notice", dated (B)(6) 2009. The customer reported there was no pt injury. The pt was successfully retreated. Tomotherapy's investigation revealed that radiation was appropriately delivered up to the time the procedure was stopped by the user, even though there were no values in the treatment status fields on the os display. The hi-art system then did not update the procedure from a "scheduled" to an "interrupted" status as expected after a system reboot. In this very rare situation, if the procedure were restarted the entire fraction will be delivered.

Manufacturer narrative:
Design anomaly in sw 2.4 and 3.xx. Evaluation to be provided in follow-up report.